Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rate would change on it's own and won't charge. On (B)(6) 2018 the customer provided additional information stating that the set was set to deliver 106ml/hr but changed to 206ml/hr on it's own causing the patient to be overfed. The patient has emesis usually when formula is not tolerated and an increased rate could be a factor. The patient required suctioning and inhaler use due to continued coughing. The patient's current status is stable. The patient was being fed perative 1.3 via a kangaroo pump set and gtube.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.